Manufacturer narrative:
Based on the available information, this event is deemed to be a death. Additional information has been requested regarding this event. No further information was available at the time of the report. An investigation of this event is ongoing. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 22, 2015.

Event description:
The nurse reported the patient was admitted to the intensive care unit (ICU) with cirrhosis of the liver hepatic encephalopathy, confusion, and an altered level of consciousness. Additionally, the nurse reports after this admission the patient developed respiratory failure, acute renal failure, multiple organ dysfunction syndrome (mods) which resulted in the patient being placed on mechanical ventilation, continous renal replacement therapy and a continuous perfusion of norepinephrine. The nurse reports after 2 (two) days in the ICU a flexi-seal fms was placed for the administration of a lactulose enema and the device remained in place for 20 (twenty) days. The nurse further states due to sepsis and mods the patient died, the flexi-seal fms was removed at that time and an observation was made the patient's rectal mucosa had a hemorrhagic area around the flexi-seal fms cuff.